Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found the cables at the distal end and proximal end of the instrument produced no cable issues. The instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected. Common causes of instrument recognition failures are attributed to communication issues with the rfid. The rfid may be damaged, dislodged, or the instrument information may be corrupted.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.